Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic; review of the electrocardiogram exhibited the right atrial lead exhibited over sensing. No intervention had been reported.